Event description:
The customer reported that the ventilator went vent inop while in use and alarmed. The customer transferred the patient to a different ventilator and reported that there was no pt harm. The ventilator was returned to the factory for evaluation. The event reported by the customer was not duplicated during factory testing by respironics engineers. The engineers reported a diagnostic code in the log indicates that a vent inop occurred.